Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing ineffective stimulation that began on an unknown date. In turn, the patient underwent surgical intervention where the paddle lead was cut and left implanted with new leads being placed to provide more optimal coverage. Therapy was reportedly established post-op.